Event description:
During primary surgery the metal liner was slightly mal-aligned in the cup, the surgeon removed the cup and linear replaced with another cup and liner before closing the pt. The surgery was delayed 40 minutes.